Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid and pleural effusion. The cause of the peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the pd therapy was placed on hold and the patient was placed on hemodialysis. Treatment for the peritonitis event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.